Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02639. It was reported an infection was present at the lead and ipg site. It was noted the patient had bodily fluid draining from the ipg site. The patient was put on IV antibiotics.

Event description:
Additional information received indicates that the infection got worse and the infection site was swollen and hot. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was given antibiotics.

Event description:
Additional information received indicates that later the patient was looking better.

Event description:
Additional information received indicates that the patient was looking much better.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.